Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the pa cauterized a branch and pulled the hand piece back into the cannula to advance up the leg and it was observed that the device was smoking while the topple switch was off. They waited 60 seconds and the hand piece still would not deactivate so they exchanged it with a new kit. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. Based upon the evaluation results; the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).